Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a tooth extraction at site #21 using rhbmp-2/acs. The surgery involved a ridge split with the piezo surgery machine, buccal alveolar ridge was intact, osteotomy and implants were placed at #19 and 21 sites, both being fairly stable at placement (15 and 25 ncm, respectively). The graft was placed the in between the implants (between buccal and lingual alveolar bone) and placed some over the buccal plate as well; the ridge was covered with a collagen membrane. All was sutured with a ptfe 4.0 sutures without tension. Seven days post-operatively, the patient returned for a post-op follow-up appointment where the surgeon noted significant swelling in the lower left jaw line with suppuration (pus) coming up from under the flap area. The patient was given macrolide antibiotic prior to the surgery but was switched to clindamycin 300mg 4xdaily at the one week follow up. Four weeks post-operatively, the buccal ridge came out. Still noted presence of pus. Antibacterial culture was done and found "unremarkable microbes" as the patient had been taking antibiotics throughout (clindamycin, chlorhexidine rinses). The buccal plate was sent out for biopsy and the report came back as appearance similar to bisphosphonate related osteonecrosis - however, the patient has never taken any bisphosphonates. Number 22 eventually become necrotic and a root canal therapy was done (has class ii mobility). Radiolucency was noted around the implants/surgical site but additionally it was noted that the radiolucency extending now to around #22 roots (even #23). At approximately 11 months post-op, the surgeon intends to remove the implants and start again (possibly even #22 tooth), but is concerned with the radiolucency extending around to #22 and 23 area. No additional information was reported.